Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250-400 mg/dl) and the cause was not known. Boluses were delivered to address the high bg level. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the high bg events with a healthcare provider.